Event description:
It was reported that during an unk procedure, the device would not fire. No pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis showed that the device was received with the clamping and firing mechanisms damaged. A cartridge was received loaded on the device, partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the triggers post were found broken. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.